Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus and basal delivery and e70 error alarm was confirmed in the alarm history. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. The insulin pump had normal operating currents and no unexpected off no power or low battery alarm noted. Off no power and low battery alarm functioned properly. The insulin pump passed displacement test, rewind, basic occlusion and prime tests. Also, passed self-test and no check settings alarm noted during testing. The insulin pump had cracked case at the display window corner, racked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump kept alarming motor error. After clearing the motor error alarm, the customer was being prompted to rewind. The insulin pump was stuck in the rewind. The customer was able to rewind and prime the insulin pump. The insulin pump also alarmed motor position encoder error, no power, and check settings. Customer's blood glucose level was 389 mg/dl. The self-test passed. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.